Event description:
The customer reported the software is not allocating correctly, cine is not available. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software. System operates as intended. (B) (4).